Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to observe a "calibrate oxygen (o2) analyzer" error message. The electronic patient gas system (epgs) operated as intended over three days with no error messages being displayed. The service repair technician (srt) could not duplicate the reported complaint. Per srt, the probable cause for this issue to occur is when after calibrating, the blend gas type is changed to 95/5. Per data log analysis, on 14-nov-2018, the user incorrectly set the blending gas to 95/5 (normally air). The blending gas was still air based on the gas system behavior. With a blending gas of 95/5 the o2 range becomes 95% to 100%. Setting o2 to 95% would actually result in 21% o2. Since blender setting (95% to 100%) results in the sensor measuring more than 10% lower, the gas system will indicate calibration is needed. There was no indication of a problem with the gas system in the log, but there was indication of user error. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the oxygen (o2) sensor calibrated appropriately before the cpb procedure, then about five minutes later the error message was displayed on the central control monitor (ccm). After the surgery, the heart-lung machine (hlm) was restarted. The sensor calibrated appropriately then after five or 10 minutes, the ccm displayed the "calibrate o2 analyzer" message again. The field service representative (fsr) verified the reported issue. He replaced the epgs. The unit operated to manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) caused a "calibrate o2 analyzer" error message twice. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.